Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the sensor data was last synced on (B)(6) 2026 and there have been no alerts or glucose data since then. Customer care contacted the user to request them to resume use of the system for additional review but as they were unresponsive to multiple communication attempts, further investigation was not possible.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.